Manufacturer narrative:
The device is available for evaluation but has not yet been received at the manufacturer. A follow-up report will be filed if the device is received and when a quality investigation has been completed.

Event description:
It was reported that the core saggital saw overheated during testing. There was no patient involvement, and there were no user injuries or adverse consequences.